Event description:
It was reported that the bed had a bad cpu. No adverse consequence reported.

Manufacturer narrative:
This is a parts order on behalf of the user facility to repair and return device to service.